Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead had dislodged. The ra lead exhibited undersensing and no capture, and the rv lead also exhibited no capture. A lead revision procedure was completed. Both leads remain in use. No patient complications have been reported as a result of this event.